Manufacturer narrative:
Further information was received indicating this event is no longer part of fsca 1627487-06022017-001-c.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated that troubleshooting resolved the issue and therapy was restored.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure on an unknown date. Thereafter, the patient lost stimulation and the patient's ipg was unable to communicate with external devices. It is unknown if the ipg was placed in surgery mode prior to the procedure. Further troubleshooting may be pending to address the issue.